Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a consumer's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they were unable to connect the patient programmer with the ins. They tried new batteries in the patient programmer. Possibly depleted ins. No further device issue alleged/ identified. No patient symptoms or complications were reported.